Event description:
Inbound. Patient reported that after switching to generic remodulin and cartridges, the pump keeps stopping early and does not last 3 days. Stated when removing cartridge, 1 ml of remodulin is left when the pump has less that 0.1 ml displayed, patient stated current pump serial number (B)(4) - was started at 1900 last evening. Patient stated she filled cartridge with 2.4 ml, but pump displayed reservoir volume was 1,047, stated this morning at 1030, the reservoir volume was 0.599 milliliters with pump rate 0.028 ml per hour. Lot number of cartridge was 10210408. Patient stated the plunger was stiff down before. No further details provided.